Event description:
Piece of guidewire broke off in pt. Per incident report: "while provider attempting to place nephrostomy tube using a guide wire," stainless steel" 7.5 cm broke part of the wire off inside the right kidney. Md attempted to snare wire with no success. Pt expired on (B)(6) 2020. Code was stopped at 2047 per nursing documentation.